Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. During follow up with tandem technical support the customer said ¿pump is working fine now¿ and declined to provide further information. Customer's blood glucose was 128 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.